Event description:
It was reported that the right ventricular (rv) lead had increased impedance and high thresholds. The outputs were adjusted and the rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance sub-threshold lead impedance was noted on (B)(6) 2012. The weekly pace impedance trend data shows an increase for minimum and maximum ventricular pace bipolar impedance equaling 456 to 988 ohms peak between (B)(6) 2011 and (B)(6) 2012. The programmer data file 01153224 shows "right ventricular (rv) bipolar lead impedance 1026 ohms" on (B)(6) 2012 21:00:13.